Manufacturer narrative:
No further information was available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a tachycardia device exhibited high out of range pacing impedance measurements. The patient was seen in clinic. No anomalies were noted during device check or through x-ray. Boston scientific technical services (ts) discussed possible causes the observed measurements. No adverse patient effects were reported.